Event description:
Hill-rom technician support received a report form the account stating the bed exit would not work. The bed was located at the account on the second floor 2 south. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom technical support representative contacted the account about the bed exit issue. The bed was zeroed incorrectly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2007 - 2008. It is unk if the facility performed any other preventative maintenance on this bed. Hill-rom technical support contacted the customer who cancelled the need for the repair. The customer was able to zero the scale to correct the issue. Based on this information, no further action is required.